Event description:
The customer reported the device failed the pads/paddles ECG test segment of operation check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed the pads/paddles ECG test segment of operation check. There was no report of pt involvement. A philips field service engineer evaluated the device at the customer site and duplicated the symptom reported by the customer. Replacing the hands-free pads cable resolved the issue.